Event description:
The report indicated that during a bypass procedure the quest vrv-ii vacuum valve did not function and air was introduced into the circuit. They went off bypass and the valve was cut from the circuit and the air purged. The pt was not exposed to any air during the changes. There were no complications post-operative.